Event description:
The customer reported that the device shut off without alarms and could not be restarted. The ventilator was on a pt who was placed on another co's jet ventilator and was not compromised at all.